Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The patient was treated with gentamycin (dose and route not reported) for four days and ceftazidime (1500mg, frequency not reported, intraperitoneally). The patient discontinued ceftazidime on an unreported date. Treatment with gentamycin was ongoing. The patient was discharged from the hospital after nine days and was recovering from the peritonitis. No additional information is available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers gd895243 and gd894725 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).